Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the single board computer (sbc) board. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, prior to patient use, the ht70 plus ventilator's screen froze and would not shut down. The ventilator was not in use on a patient at the time of the reported event.